Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, the error message was not replicated. A review of the error log found error code e333 occurred on the date reported. A review of the device history record found no deviations that could have caused or contributed to the error message being displayed. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the error was not replicated. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a touch panel failure message was displayed on the subject device during use. The message disappeared after the device was restarted. The procedure was completed with the subject device. There was no effect on the patient due to the event.